Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. The failure analysis and testing department received the lcd display with a reported unit failure of a crack in the touchscreen. The fat department performed a visual inspection of the received part and confirmed that the lcd display contained visible cracks as shown in the attached pictures. The failure analysis and testing department was able to verify the reported failure of the defective lcd display. The part was retained in the fat department in accordance with internal procedure. Touchscreen malfunction refers to a loss of touch response experienced by the user. The unit was confirmed to be in use at the time the damage occurred. The user reported that the issue was identified while the device was operating. No patient harm was reported as a result of this issue.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code , component codes). The getinge field service engineer visited the site and replaced the touchscreen. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) unit touch screen had a crack in it. There was no patient harm or injury reported.